Event description:
A healthcare professional reported that upon inserting the lens, the surgeon noticed that a haptic was out of place. A replacement lens was requested for implantation. Additional information has been requested, yet no new information received.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).